Manufacturer narrative:
(B)(4). Event date: unknown; captured as awareness date. Batch #: unknown. Additional information was requested and the following was obtained: following surgery my understanding is that the patient was discharged but represented with ureteric injury some days later. Did the generator display any error messages and if so what were they? No error messages displayed. Did the device pass the pre-test? The device set up. As per usual with enseal not requiring a pre test. Had the device been working and then stopped? The device was activating but not sealing and as the case progressed the device appears to bend at the end effector. Besides the surgicel and hemostatic powder, was there any other action taken for the procedure? The surgeon used an unusual( for him) amount of monopolar diathermy to seal the operating site. Did the procedure have to be converted to open? No. Did the patient need to have a blood transfusion? No. What is the current status of the patient? Patient was admitted to nhs hospital with a ureteric injury. Did the patient need any different type of post op care due to the bleeding/oozing? The patient needed further ureteric surgery. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the surgical procedure? What vessel or tissue structure the device was used on when bleeding occurred? Was the bleeding only intra-op or was there bleeding post-op? What is the surgeon's experience with the device? What was done in the secondary procedure to fix the ureter? Is it believe there was an alleged deficiency with the device that caused or contributed to the ureteric injury? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device broke. It also did not seal the tissue and the patient experienced a bleed .

Manufacturer narrative:
(B)(4). Date sent: 8/22/2022 d4 batch #: v9620k additional information was requested and the following was obtained: ¿ what was the surgical procedure? Total laparoscopic hysterectomy ¿ what vessel or tissue structure the device was used on when bleeding occurred? Uterine pedicles ¿ was the bleeding only intra-op or was there bleeding post-op? Intra-op only. ¿ what is the surgeon's experience with the device? I have used enseal off and on since 2011. Most recently I have usually used ligasure. ¿ what was done in the secondary procedure to fix the ureter? Direct ureteric re-implantation ¿ is it believe there was an alleged deficiency with the device that caused or contributed to the ureteric injury? Possible (although not probable). If the device was not sealing properly then more rounds of energy will have been needed to achieve haemostasis with greater chance of thermal spread. Similarly if vessels continued to bleed on the pelvic sidewall then additional haemostatic energy would be needed increasing the risk of thermal injury. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the (B)(6) device was received with no apparent damage. No damage to the jaw was noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.